Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11. H11 - attempts have been made to gather all product identification information and no further information has been provided. The reported event could not be confirmed due to lack of product/information. The products involved in the reported event were not returned for investigation; however, pictures were provided and reviewed. A visual examination of the provided pictures revealed signs of instrument wear, including scratches and gouging of all three gauges. A review of the device manufacturing records could not be performed due to missing lot numbers. Review of the complaint histories identified additional similar complaints for the reported items. However, due to the lack of the lot numbers, an additional lot search could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) d4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. D10 ¿ 32-422805 oxf gap gauge med 1/2mm, lot unknown, 32-422806 oxf gap gauge med 3/4mm, lot unknown, unknown trial tibia, lot unknown. G2 ¿ foreign ¿ canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during trial with gap gauge on trial tibia a surgeon noticed that a gap gauge left a blue piece in patient. There was no nick in the metal of the trial tibia noticed. One of the gap gauges used had a piece still attached. No more pieces were found in the patient. Wound was well washed, and no fragments were retained. There is no additional information available.